Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges that the patient suffers from large amounts of toxic amounts of cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, inflammation, limited mobility, and weakness. Doi: (B)(6) 2008 - dor: none reported (right side). Patient is a resident of (B)(6). Update: 12/5/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 25 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. There is no new allegation and revision reported. Added stem due to previously alleged toxic amounts of cobalt chromium metal ions. Added lawyer and law firm. Doi: (B)(6) 2008 - dor: not reported(right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.